Event description:
It was reported that a doctor mistakenly placed osteograf d when meaning to place osteograf n. The material was removed and the site regrafted as a result.

Manufacturer narrative:
While the product used in this case did not malfunction, the osteograf can be said to have been a factor in a serious injury as a result of user error. Therefore, this event meets the criteria for reportability per 21 cfr part 803. No investigation is necessary since the complainant is not alleging that the product malfunctioned.